Event description:
It was reported that the tip of the driver broke off while tightening a set screw. The broken piece could not be retrieved from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.